Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation was performed for the finished device 9532969 number, and no non-conformances were identified. Manufacturing date: jan/19/2021, expiration date: jan/18/2026. A manufacturing record evaluation was performed for the finished device 9538098 number, and no non-conformances were identified. Manufacturing date: feb/11/2021, expiration date: feb/09/2026. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast implantation procedure with mentor memorygel breast implants 400cc and experienced capsular contracture baker grade unknown (side unknown) post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both devices were reported, but it is unclear which is the impacted product. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
On dec 21, 2023, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, additional information was received indicating the patient experienced bilateral capsular contracture baker grade iii. The date of explantation was identified as (B)(6) 2023. This report is for the first of two devices. See manufacturer report number 1645337-2023-14085 for contralateral side. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).